Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing wall integrity is compromised. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 40,000 joules of use, while using the surgical fiber during a prostate procedure, the fiber began to regularly revert to hold / standby mode; cleaning the fiber tip did not help. The fiber was used for 70,000 joules of use and 9 minutes. No information was reported or is available on the fiber used to complete the procedure. There was no injury to patient reported.